Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect in both knees following a fall. Approx five times in the past year the pt fell landing on the knee, which is where the stimulation was directed. Add'l info has been requested. A follow-up report will be sent when add'l info becomes available.